Event description:
The device was applied during a borncystectomy procedure. Reportedly, the suture broke upon removal from package. The surgeon used another suture and complete the procedure without incident.